Manufacturer narrative:
Internal file identification number: (B)(4). Communication with the reporter has been established, however, the reporter is unable to provide any specific details such as specific event date, device information and patient outcome information. The reporter provided another contact at the user facility and this information has been requested from the additional contact; however, a response has not been provided. H6: medical device problem code - report is being created in response to the FDA medwatch report that we received. However, this specific event does not meet the requirements for reportability. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ltv1200 ventilator was removed from service due to a too short 50psi oxygen supply line. FDA medwatch report numbers: mw5164449, mw5164450, mw5164451, mw5164452, mw5164453.